Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was changed to address the issue. Reportedly, the customer was not removing air from the cartridge. Tandem technical support educated the customer that air must be removed from the cartridge prior to loading. There was no adverse impact to customer¿s blood glucose level.